Manufacturer narrative:
The associated complaint devices were not returned for evaluation.

Event description:
It was reported that a revision surgery was performed to remove a proximal femoral plate in which the screws had broken distally.